Manufacturer narrative:
The customer¿s report of occluded tubing was not confirmed. Visual inspection of the set noted no damage or any anomalies. Functional and pressure testing was performed; fluid was observed to flow through and an infusion programmed for one hour completed as expected, and no alarms or issues were observed. The root cause of the customer's report of occluded tubing was not identified.

Event description:
The customer reported an occlusion alarm during a vasopressin infusion, dosage and rate not provided. The nurse changed the pump and tubing without remedy. During another attempt to remedy the alarm with a new tubing, it was noted that the patient's blood pressures became "soft" requiring titration of epinephrine and norepinephrine at unspecified dosages and rates. The nurse was unable to flush the line unless disconnected from one of the IV sets identified as the "longer piece" and the infusion ran without issue when the "small piece" was connected directly to the vasopressin infusion. There is no report of lasting harm.